Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the lamp not turning on could not be confirmed, nor could the phenomenon be confirmed/reproduced. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was partially confirmed. The front panel image flickers and does not function properly due to a turret error. Additionally, the front panel sheet was found broken. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
An olympus field service engineer (fse) reported that the customer¿s visera pro xenon light source¿s lamp could not be turned on during preparation for a diagnostic procedure. According to the initial reporter, the intended procedure was completed using a similar device without any patient harm.